Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The downloaded data shows the device completed 3527 pulses, and first and second prime were both completed. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. An 0x33 alarm was generated, indicating a command was not received when a previous command had mctf bit set. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun did not reproduce the alarm. No damages or defects were found that would contribute to this alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.